Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced vaginal discharge, superficial separation of the vaginal mucosa, pain, and mesh exposure. A surgical repair for the vaginal mucosa from prior mesh surgery and an excision of the exposed mesh were performed.